Event description:
It was reported that the auxiliary outlet receptical was cracked and the nurse call cable screw was broken. No patient involvement or adverse events were reported.

Manufacturer narrative:
Results: auxiliary outlet.